Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer (biomed) regarding a message on the tele box stating, "no alarm display." The device was not in use at the time of the event and was being configured. The rse suggested ensuring the tele box was near the central and assigned to a sector to confirm connection. The issue was able to be replicated, but no impact was reported and the device continued to receive an ip address and assign labels. Multiple follow-up attempts were made, but the customer did not respond. The work order was closed at this time. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there is a message displaying on the screen stating that there is no alarm. The device was not in use on patient at time of event, there was no adverse event reported.